Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products product ID 3093-28, lot # v189561, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was later reported that on (B)(6) 2014, he ordered an explant kit for this patient as the battery was down to 3 months. It was noted that the impedances on the lead was greater than 4000 ohms on all contacts. It was noted that the manufacturer representative met with the patient at the health care provider¿s office in (B)(6) 2014 and saw that the impedances were high. The patient was scheduled for replacement.

Event description:
It was reported that the patient had a loss of therapeutic effect. Since the patient got the device in 2009 they had only had short periods of success. The patient had had therapeutic effect for a couple of days in a row where the implantable neurostimulator (ins) worked perfect. It was noted that the patient had been in to have their stimulation adjusted several times and 1 setting that worked the best caused pain down their leg. The patient didn¿t care if they had pain down the leg and they used a setting of 3.0v or less. It was reported that the manufacturer representative had adjusted the stimulation several times to find a setting that would work best and the patient had tried the 1 to 4 settings. For the patient¿s prior appointments their health care provider (hcp) had not been successful at calling in a manufacturer representative and they wanted to let the manufacturer know that they had an appointment coming up in 6 days. A manufacturer representative spoke with the patient and was scheduled to meet them at their appointment. Additional information received reported that the manufacturer representative was first notified of the event on (B)(6) 2014 when the patient was seen in their hcp¿s office. Diagnostics were completed and they showed that the leads were not functioning and the cause was unknown at this time. It was noted that the battery life showed only 3 months remaining and the patient¿s hcp had scheduled a replacement for (B)(6) 2014. Currently the device was turned off and the manufacturer representative did not know if the patient was in continuous or cycling mode. It was stated that the manufacturer representative would order a mailer kit and send the device back when the procedure was complete.